Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent morning low blood glucose, including a drop from 81 mg/dl to 68 mg/dl shortly after waking, which required treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included user self-treatment and education on potential causes of morning lows, with recommendation to consult a healthcare provider for management. Investigation included complaint handling, user counseling, and troubleshooting education. Investigation of this case revealed no device malfunction reported and no alarms beyond the noted low value, with cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.